Event description:
The initial report did not have the correct event type documented. The correct event type, malfunction, is provided in this follow up report.

Event description:
Implant failed, however there is not enough information to determine where the failure has occurred.